Manufacturer narrative:
A ge service rep performed an onsite investigation. The connections on the memory card and card bridge were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to display the fluoroscopic image. No pt or user injury was reported.